Event description:
Catheter distal end caught in stent, catheter was strongly pulled and catheter tip detached. Tip removal was attempted by using a snare, but was unsuccessful. Distal tip of catheter remains in pt caught in stent.

Manufacturer narrative:
The remaining catheter was returned to volcano corp for eval. Visual and microscopic examination indicated the inner lumen failed due to the force used to free the catheter. The distal tip, scanner and portion (approximately 30cm) of the microcable was missing. This was a material break and not an adhesive bond break. It was noticed that the proximal end of the catheter shaft was bent in a way consistent with it being wrapped around a human hand. The catheter was manufactured to specs. The catheter was removed with significant force to cause the material break.